Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened button dome switches. Unable to perform the displacement test and self test due to unresponsive buttons.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had received keypad anomaly. Customer¿s blood glucose was unknown. Customer had to press the buttons several times, sometimes it takes even a few minutes and until the insulin pump reacts. Customer states that numbers was not ramping on their own. Customer states the scroll bar was not moving with no input. Customer states that there was a response from a button. Customer also stated that the all buttons was not responding. Customer states the issues frequency was daily. Customer states an alarm was not in progress at the time the button was unresponsive. Customer states the buttons was not responding. Troubleshooting was performed. Customer was advised the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to back up plan. The insulin pump will be returned for analysis.